Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a control reading of 202mg/dl on the contour next one. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer was advised to returned control for evaluation. New meter kit and strips were sent to him.

Manufacturer narrative:
This information was not provided in the initial report.